Event description:
It was reported that the patient had a volume discrepancy and had a rotor study performed. The pump was scheduled to be replaced. The patient was discharged home following the rotor study. The pump contained compounded baclofen at a concentration of 3500 mcg/ml dispensed at a dose of 600 mcg/day. Patient's status was unavailable at the time of report. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).